Manufacturer narrative:
Updated b5, d9. H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. The cause of the stent failure to open was not determined, and it was unknown if there was any damage or evidence of tampering to device packaging.

Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter, product ID fg15150-0615-1s (lot: 232031066). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during deployment, the pipeline flex with shield technology stent distal tip could not be opened properly, so it was resheathed and removed from the patient with the phenom 27 microcatheter. It was unsheathed and opened in the tray for confirmation and a foreign object was identified in the tray. It is unknown if the foreign object was found in the stent portion of the pipeline and uncertain but assumed it came from the pipeline based on the timing of the observation. The stent and microcatheter were replaced with medtronic products to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, left internal carotid (ic) bouthillier classification clinoid (c5) segment aneurysm with a remembered max diameter of 7-8 mm and a remembered neck diameter of 4-5 mm. It was noted the patient's vessel tortuosity was normal. The landing zone arterial diameter was 4.5 mm distally and 5.0 mm proximally. Left internal artery access vessel diameter was 5 mm. The angiographic result post procedure showed no particular problems related to blood flow contrast. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The pipeline was not located in the tortuosity of the blood vessel, more than 50% of the pipeline had been deployed when it failed to open, and the pipeline was resheathed 3 or more times. There were no additional steps or other devices required to open the pipeline. Prior to the pipeline inability to deploy, were there no abnormalities or resistance felt.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex shield was returned inside a biohazard bag and a shipping box. A syringe containing a partially filled liquid was found inside a plastic bag labeled "foreign material found inside syringe." ¿ visual inspection/damage location details: the syringe with the partially filled liquid was removed from the plastic bag and examined. No foreign material was observed inside the syringe. The liquid was emptied onto a white piece of paper, revealing only clear liquid with no foreign material present. The distal and proximal dps restraints were intact, and the dps sleeves showed no signs of damage. Both the distal hypotube and the ptfe shrink tubing were also intact, with no evidence of elongation. The distal end of the braid was not open and frayed; however, the proximal end was found to be open and frayed. The pushwire showed no bends, and there were no defects in the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer's report of "contamination with foreign material" was not confirmed, as no foreign material was found. Only clear liquid was observed. The cause of the report could not be determined. The customer report of "failure to open at the distal" was confirmed, as the distal end of the braid was not open and frayed. The cause of the failure to open could not be determined. Possible causes for the failure to open include vessel tortuosity, damage to the braid, or deployment of the braid in a bend of the vessel. The customer indicated that the vessel tortuosity was normal and that the braid was not positioned in a bend, ruling these factors out as possible causes. It is possible that damage to the braid contributed to the failure to open. Such damage can occur from resheathing the braid more than twice, excessive manipulation, improper deployment techniques, pushing or pulling the delivery wire against resistance, or deploying or resheathing the braid against resistance. However, the specific cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.